Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, service found that the nozzle was clogged with foreign material and therefore, there was no air/water supply through the device. The foreign material could not be removed; however, it was suspected that the foreign material was tissue glue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the diagnostic duodenoscopy procedure was successfully completed with the subject device. During reprocessing of the device after the procedure, the air/water nozzle was clogged. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material was caused by injected medical glue via the endo therapy accessories during the procedure, then due to mishandling of the accessories, the medical glue adhered to the distal end while withdrawing the accessories. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "warning: do not withdraw the endo therapy accessory if the tip is open or extended from its sheath; patient injury, bleeding, perforation, and/or endoscope damage may occur." Olympus will continue to monitor field performance for this device.